Event description:
At bench repair there was an issue found with no audio from the mx40. No adverse event involving patient or user was reported.

Manufacturer narrative:
1218950-2018-04973 follow up was mistakenly reported as -002 and should have been follow up -001.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.